Event description:
In one hosp they experienced burn marks on two pts after surgery. The burn marks were under the ECG electrodes. In the first case, diathermy was used, but in the second case, they did not use diathermy. The equipment in use was s/5 adu/am, m-estpr..04. The same equipment has been in use several operations after the incidents, and has not caused any more injuries. The unit is tested for electrical safety, and seems ok. The co has not been informed about these incidents before today. The incidents are reported to authorities. The co is sending a loan unit to the hosp, and has asked them to send the m-estpr module to it.